Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the annuloplasty ring was explanted after an implant duration of approximately 1 year, 7 months due to endocarditis. The surgeon noted that the infection source was fungal. Per the op report, this patient initially had this annuloplasty ring implanted for endocarditis. She now re-presented with endocarditis with vegetations. The previous ring repair was identified and 2 large vegetations were noted. One was on the pericardial patch that was placed, and the other was on the tricuspid valve itself. The ring was excised, as well as the patch and vegetations. Patient's tricuspid valve was then replaced with an edwards bioprosthetic valve. The leaflets were noted to be opening nicely. After weaning the patient off cardiopulmonary bypass, her junctional rhythm was consistent with heart block. A ddd pacemaker was implanted. No other details were provided.

Manufacturer narrative:
Additional manufacturer narrative: endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the op report documents a history of tricuspid valve endocarditis requiring ring repair with the subject device. Although the root cause of this event cannot be confirmed, it is possible that the patient's endocarditis may have been related to her previous infection. The device was not returned to edwards for analysis. No further actions are possible with the available information.